Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the circumflex artery. A 2.50 x 16 synergy ii drug eluting stent was advanced to treat the lesion. However, the physician had difficulty crossing the lesion and when the device was attempted to be retrieved into the guide catheter, the stent got dislodged from the delivery system. The balloon was re-inserted and deployed the dislodged stent. No patient complications were reported and the patient's status was fine.